Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device photo evaluation: visual analysis of the photographs identified: broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the device was broken shell, missing shell and fold creases. A weight test of the device was verified, and the device underweight. A microscopic analysis was performed which identified, broken sharp. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp edge broken in the side posterior assessed, as unidentified (tear) opening. Missing shell assessed, as inconclusive.

Event description:
Healthcare professional reported, rupture on the left side. The device has been explanted.